Event description:
Reporter alleged that a pt received a result of 80 mg/dl on the inform system compared back to back within 10 minutes of a result of 27 mg/dl obtained on a lab system. Reporter stated that the pt came to their facility unresponsive before the tests were taken. Reporter stated that they were able to treat the pt, but the type of treatment was unspecified. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged that a patient received a result of 80 mg/dl on the inform system compared back to back within 10 minutes of a result of 27 mg/dl obtained on a lab system. Reporter stated that the patient came to their facility unresponsive before the tests were taken. Reporter stated that they were able to treat the patient, but the type of treatment was unspecified. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.